Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to increase amplitude since a fall in the stairs. X-rays indicated that the t-11 lead was causing high impedance. As such surgical intervention is anticipated to address the issue at a later date.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the t12 lead was fractured and was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.